Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's nurse reported via phone call that they experienced high blood glucose. The customer blood glucose level was 715 mg/dl at the time of incident. Customer's nurse did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The customer's nurse was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08765 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. Insulin pump uploaded properly using carelink. Insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.